Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination, it was noted that the pacemaker could not be interrogated as it had reached end of life (eol). It was suspected that the device had premature discharge of battery. The pacemaker was explanted and replaced on (B)(6) 2022. There were no adverse consequences to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.